Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) bi-ventricular defibrillator 2010 (B)(6); 6949-65 implantable tachy lead 2006 (B)(6); 4076-52 implantable pacing lead 2006 (B)(6). (B)(4).

Event description:
It was reported that there was early elective replacement indicator. It was also reported that the left ventricular (lv) lead output was high at 4.50v at 4.50ms and was worsening. The device was explanted and replaced. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.